Event description:
The patient came in for a follow-up angiogram of a recurrent (acom) anterior communicating aneurysm that had been treated 6 months ago with 2 each orbit galaxy xtrasoft coils the first was a 2.5x5 (B)(4), and the second coil is unknown. However, upon injection on the follow-up it was noticed that the galaxy coils from the treatment of the recurrent aneurysm had become dislodged from the coil mass and were seen in the distal a2 artery. These coils were intact post procedure 6 months ago. The patient is intact with no known deficits. The orbit galaxy coils were placed in aneurysms that were considered "high flow" environments, where a convergence of vessels leads the aneurysm to be exposed to high blood flow rates. Additionally, the physician feels that these incidences occurred because of the combination of the softness of the xtrasoft coils and the high flow situations in which they are being placed, as well as the fact that these are retreatment cases where the previous coils have already begun to endothelialize, and therefore there is no coil mass for the new coils to tie into. The coils utilized to treat the recurrent aneurysm were not cordis/codman products.

Manufacturer narrative:
The lot numbers of the orbit galaxy coils are not known; therefore a device history record review cannot be completed. Coil migration into normal vessels adjacent to the lesion is a known complication specific to embolization procedures and can occur at any time during or after the procedure as outlined in the instructions for use. Based on the available information, it appears that clinical factors including vessel/lesion characteristics contributed to the event. Therefore no corrective actions will be taken at this time. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 3007628272-2011-50004 and 3007628272-2011-50005.